Manufacturer narrative:
Devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) effluent sample bags leaked from an unspecified location. This occurred while draining the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples and two (2) companion samples were received, however the reported condition is already known to be due to a manufacturing issue, therefore an evaluation was not completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.